Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). MFR name: st jude medical (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasion was found at 36.0-36.6cm from the distal tip consistent with lead friction to the ICD can. The rv conductor etfe coating was intact at the same location.